Event description:
On 07/12/2023 infutronix received a report that a pump abruptly powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing a delay in treatment. Device requested for return.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device.